Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main device drawer 4.2, pockets a2-a6 displayed a requires maintenance message when attempting to recover the pockets. The user attempted both a maintenance reboot and a hard reboot of the machine; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer found that the station had a failed drawer on main 4.2, with cubies on row a not being detected and the drawer controller board was checked and did not display the correct flashing indicator lights. The drawer controller board was replaced, followed by replacement of the row board. All row board connections and pyxis bus cables were then reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.